Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - b5, g4(510k)

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy along with arrow iab requesting assistance with gas gain alarm, auto fill failure alarm and condensation issue. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy along with arrow iab regarding gas gain and auto fill failure alarms. The esp personel explained that troubleshooting would be explained considering this as a getinge maquet balloon and d provided user with the teleflex clinical support line(arrow iab). User reported that all connections are secure and appropriate with no kinking or blood noted in the line. User mentioned tht some condensation was present. The esp personel had explained the nature of the alarm, and had user perform a fill. Also suggested that she call me should either of the alarms sound again so we could further troubleshoot together, possibly addressing the condensation issue. The call was ended. No harm or injury reported.

Manufacturer narrative:
Corrected fields are e1 event site telephone, h6 medical device problem. Updated fields are b4, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusion, component and h11. The esp personel had explained the nature of the alarm, and had user perform a fill. Also suggested user to call back if any either of alarm showed up again or any further troubleshooting required.

Event description:
N/a.